Event description:
A delayed keypad response was found during baxter's eval of this spectrum pump.

Manufacturer narrative:
MFR ref number: (B)(4). The device was received and evaluated by baxter. The initial eval found a delayed keypad response. The cause of this deficiency was determined to be failed processor pcb. The processor pcb was replaced.